Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There were no reported device malfunctions or product deficiencies. The reported patient effect of hypotension is listed in the xience xpedition, ce, everolimus eluting coronary stent systems ce, instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 2.5 x 18 mm xience xpedition stent in the left anterior descending artery. A 2.75 x 18 mm xience xpedition stent was implanted in the ramus artery. During the procedure, plaque shift occurred and the vessel became occluded. The patient experienced a drop in blood pressure. An additional 2.75 x 18 mm xience xpedition stent was implanted to treat the occlusion and fully cover the target lesion. Medication was administered to treat the blood pressure drop. The patient condition resolved on the same day. One day post procedure, the patient experienced a non-serious elevation of cardiac enzymes of less than 5 times the normal upper limit. No treatment was provided and the patient was discharged to home on (B)(6) 2014. No additional information was provided.